Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Patient demographics such as age, date of birth, gender and weight were not provided by the customer. (B)(4). Per service record, the field service technician was unable to duplicate lap top ventilator not switching into noninvasive positive pressure ventilation mode. Sensitivity test ran for 24 hours to confirm function. The ventilator passed with no issues. The oxygen pressure test was also performed and ventilator passed with no issues noted.

Event description:
The customer reported lap top ventilator 1200 breath pattern in synchronized intermittent mechanical ventilation (simv) was not consistent. The ventilator was on a patient delivering two auto cycle breaths, then a very long pause, then 2 breaths back to back again. The patients end tidal co2 (etco2) increased with this issue. The ventilator was not ventilating properly. Upon further investigation, the customer reported the patient was provided positive pressure ventilation through bag mask valve for remainder of transport. No allegation of patient harm.